Event description:
It has been reported to philips that the x-ray was unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the x-ray was unavailable in the system. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer. Customer stated all the symptoms went away after rebooting the system and no longer service required. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.